Event description:
It was reported that a customer observed a leaking continuflo solution set. This observation was made during patient use. It was reported that there was blood loss associated with the leaking set. No medical intervention was necessary as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.